Manufacturer narrative:
No parts were received by manufacturer. Event problem and evaluation: on 7-nov-2016, a medtronic representative went to the site to test the equipment. During inspection, noticed that home position of the rotor was off slightly and the upper door dingus was stuck closed, with door closed preventing door switch from being actuated. Performed re-home and resolved the issue. The rotor alignment pin was still slightly difficult to insert. Performed rotor offset calibration which resolved issue. A system check-out was performed. The mechanical tests, imaging tests and safety inspection all passed; the imaging system performed as intended.

Event description:
A medtronic representative reported that the imaging system pendant displayed the "door open¿ warning even after confirming that the door was closed. Invalidating home and then attempting to re-validate did not resolve the issue. The tube and detector were manually re-aligned with the wrench to where the pin would fit through the hole. Further troubleshooting resolved the issue. There was a reported delay to the spinal fusion procedure of less than 1 hour due to this issue. The surgeon completed the procedure with the use of the imaging system. There was no impact on patient outcome.